Event description:
A peritoneal dialysis (pd) patient reported they were hospitalized on (B)(6) 2014 for peritonitis due to touch contamination related to aseptic technique. Culture was positive for serratia bacterium. The patient was treated with antibiotics cefepime and gentamicin and was discharged on (B)(6) 2014. The patient continued on pd therapy. Medical records have been requested.

Manufacturer narrative:
A supplemental report will be submitted upon final review and completion of the plant's investigation.